Manufacturer narrative:
(B)(4). The device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection of the bag to the supply line was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection of the supply line to a bag. The technical services representative advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.